Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified, crease sharp opening on posterior, striated broken on anterior, stress marks, crease fold and wear abrasion. Base on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening. A striated pattern of broken assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare provider reported, ¿device rupture¿ for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "¿device rupture¿ for the right side. Device has been explanted.